Event description:
The doctor claims that the graft was implanted as an aortic triple graft replacement and leaked (quantity not reported) throughout its walls for a longer time than expected. The leakage was stopped some time after the application of gelfoam. The graft was left in. The procedure outcome was fine. The pt's condition was fine.